Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Boston scientific received information that this patient called boston scientific medical records recently to explain that he was inappropriately shocked by this lead 27 times while it was implanted. This lead was explanted in 2004 and to date, has never been returned.